Event description:
It was reported that during implant procedure, the novel right ventricular leadless pacemaker (lp) had dislodged and was retrieved from the lung. The device was not installed and the case was abandoned on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
The reported event of related damage was unable to be confirmed. As received device did not have telemetry was at end of life (eol) level. Final analysis found the device was considered to have premature depletion based on usage. Additional testing performed on the hybrid indicated metal migration anomaly causing a possible short. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.